Manufacturer narrative:
On an unreported date in (B)(6) 2018, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was not reported. The patient was hospitalized for the event and was treated with an antibiotic regimen for 14 days. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.